Event description:
Surgeon inserted microfrance into a trocar and a piece of the microfrance broke off in the trocar. The broken piece was retrieved from inside the trocar. A new microfrance was obtained and the procedure was completed. No harm to patient.